Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the hospital after hearing device alert. A device check was performed and it revealed the patient received an inappropriate shock while equipping a gas stove. The physician who had examined episodes recorded informed that oversensing occurred due to electromagnetic interference (emi). The device remains in use. No further patient complications have been reported as a result of this event.